Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed shock equipment malfunction and pacer malfunction error messages. There was no reported patient involvement.